Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported from the plaintiffs attorney through the filing of a lawsuit that allegedly the plaintiff underwent an open reduction internal fixation of a left intertrochanteric femur fracture on (B)(6) 2015. It is further alleged that the plaintiff began to experience pain and x-rays dated (B)(6) 2015 revealed a broken stryker gamma nail. The plaintiff's left hip was then revised (B)(6) 2016.